Event description:
During a baxter eval, it was found that a pump has an upstream sensor functioning out of specification. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed that the upstream sensor functioning out of specification was failing. The upstream sensor will be replaced.